Event description:
On (B)(6) 2014 the reporter contacted lifescan in (B)(4), alleging the meter was having a display issue. There was no indication that the product caused or contributed to an adverse event. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (04/21/2014) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter involved with this complaint failed testing. The meter¿s lcd was found to be defective. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.